Manufacturer narrative:
(B)(4). Initial report sent to FDA on 03/09/2015.

Event description:
According to the reporter: 12mm long versastep trocar is too narrow at distal tip to accommodate the endo gia universal stapler with tan or purple reloads. Surgeon had to change to a 15mm long versaport trocar. There was no unanticipated tissue loss, no unanticipated ext. Of incision more than 1 inch, no unanticipated blood loss of more than 500cc and no delay over 30 minutes. No device fell in patients cavity and no device fragment left in patient.

Manufacturer narrative:
(B)(4).